Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to claim no vibration on (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver case was opened for further evaluation. Functional testing was performed and the test failed because the vibrator was found to be misaligned during internal inspection. The reported event of an no vibration was confirmed. The root cause was determined to be a defective vibrate motor assembly.